Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/18/2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed, however the device operated within specification. The root cause could not be determined.